Event description:
Reportedly, the instrument did not fire any staples. The surgeon visibly inspected this instrument and cycled it through the firing sequence. No staples fired and the cartridge was absent of the yellow pusher bars that are visible when a cartridge is fired. The surgeon sutured to close the defect and complete the case. No injury was reported. Procedure: bowel resection.